Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent cover damaged. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was being implanted to treat an esophagojejunostomy leak from a break in the suture line between the esophagus and small intestine. On (B)(6) 2014, the physician noted that there was peritoneal secretion flowing through the middle portion of the stent and there was a hole or defect in the middle of the stent. Reportedly, the physician removed the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.